Manufacturer narrative:
D4: Primary Unique Device Identification (UDI) Number- (b)(4) .E1: Telephone number (b)(6).The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from France, Edwards received notification of a 52mm Evoque procedure. Approximately three days after the index procedure, a branch block was noticed. On POD 6, patient received a pacemaker. No arrhythmias were observed prior to the procedure.